Manufacturer narrative:
Stored data review determined that this device had been implanted on (B)(6) 2013. The device had been programmed vvir, 85 to 115 bpm. There were two therapy zones programmed with therapy rate cutoff at 180 bpm and 240 bpm. There was 99 percent biventricular pacing since the last reset on (B)(6) 2016. The last capacitor reformation occurred on (B)(6) 2017 associated with a charge time of 10.5 seconds. The approximate time to explant on (B)(6) 2017 was three years. There were no electrograms available for review. The right ventricular (rv), left ventricular (lv) and shock lead impedance measurements were stable and in range from (B)(6) which was the timeframe of the data provided for review. The technical service's consultant noted two clinical observations. The underlying rhythm appeared to have been chronic atrial fibrillation going back to (B)(6) 2015. Since approximately (B)(6) 2017, there had been a gradual decline in the trend on the activity level graph. A historical review of technical service's calls found that on (B)(4) 2017, a local representative had called to discuss an episode (see report# 2124215-2018-00733). The patient had received antitachycardia pacing (atp) x1 and two shock therapies. The technical service's consultant felt that the patient had developed an ongoing atrial arrhythmia with a developing underlying ventricular tachycardia. The arrhythmia had accelerated into the programmed vf zone. The arrhythmia was slowed following delivery of the first shock and then was terminated after the second shock delivery. It was concluded that therapy was appropriate but the atp was ineffective.

Event description:
Boston scientific received information that this family member contacted boston scientific's latitude customer support (lcs) on (B)(6) 2018 via telephone to report that this patient died on (B)(6) 2018. The family member reported that the patient was standing and collapsed. The family member alleged that device interrogation showed an arrhythmia that was not treated by the device. The family member did not remain on the line and the call was disconnected. To date, the device has not been returned to boston scientific. Boston scientific received information from the field clinical representative and local representative. The field clinical representative and local representative were never notified by clinic staff member or physician that this patient had died, and were not aware if the device had been interrogated post-mortem. To date, the device has not been returned to boston scientific for laboratory testing. Stored data from the last latitude patient monitoring remote transmission was reviewed by a technical service's consultant. The data for review was prior to the death of this patient. Based on data from approximately one month prior to the dod, there is no evidence of device malfunction. The episode referred to below additionally confirms normal function, including detection and treatment, one month prior to the dod.